Event description:
It was reported that the pump had motor stalls on (B)(6) 2013, without a magnetic resonance imaging (MRI) study. The patient experienced rebound spasticity. The pump was removed and the patient recovered without sequela. The pump system was being used to deliver lioresal. No catheter intervention was reported, but a partial catheter was returned with the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed coring/tears/cuts in the seal of sutureless connector with leak.

Manufacturer narrative:
Upon receiving additional information, it was determined that this same event was also reported in manufacturer report #3007566237-2015-00507. Therefore, the aware date of manufacturer report #3007566237-2015-00507 should have been (B)(6) 2015, not (B)(6) 2014, as reported. The previously reported method, result, and conclusion codes no longer apply. The codes have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.